Event description:
It was reported that the pt's electrode array has migrated. The pt's device was explanted and the pt was reimplanted with another advanced bionics device. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.